Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer has deep scratches on the screen of the device and has to turn the device on its side to read the screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. Intermittent button response was noted during testing due to a flattened dome switch on the up arrow button, esc and act button. The lcd connector was inspected and no anomaly was noted.